Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a flashing display and was beeping. Customer stated the display anomaly started when they accidentally hit the car door with the device. Blood glucose level at the time of the incident was 350 mg/dl which was treated with manual injection. Troubleshooting was completed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.